Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that an obvious decline in the patient's hearing performance was noticed by the guardians on (B)(6) 2013. Problems of external devices were excluded and history of head trauma was denied by guardians. The patient was re-implanted on (B)(6) 2014.